Event description:
The returned programmer from repair was no more functional. Upon its reboot, it was blocked on a black screen. An investigation is required.

Event description:
The returned programmer from repair was no more functional. Upon its reboot, it was blocked on a black screen. An investigation is required.